Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side with exactech devices. Subsequently, the patient presented with disassociation of other component. Patient suffered acute injury in late 2019. As a result, approximately 3 month(s) after initial implantation, the patient underwent standard reverse with preserve stem revision surgery and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and unlikely related to the procedure. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 320-42-13 - equinoxe rev 42mm humeral const liner +2.5: 5328719. 300-30-12 - equinoxe preserve stem 12mm: 5740799. 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: 5610461. 320-15-03 - rs glenoid plate l post aug, 8 deg, left: 6091511. 320-15-05 - eq rev locking screw: 6152805. 320-20-00 - eq reverse torque defining screw kit: 6115599. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, g4, h6, h11 MDR section codes updated/corrected: b, c, d, e the revision reported was likely the result of disassembly between the humeral liner and humeral tray after an acute injury. However, this cannot be confirmed from the information provided and potential contributions from patient conditions to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.